Manufacturer narrative:
The customer provided two samples from the patient and the cobas h 232 analyzer for investigation. No test strips were sent in. The patient plasma sample was measured on an e411 analyzer . One native blood sample was spiked with sample from the patient and was measured on the cobas h232 analyzer received from the customer and qualified a cobas h232 analyzer. One test strip with relevant retention material roche cardiac t quantitative of lot 176684 was used. Results: cobas e411 result: 190.7 pg/ml (patient sample). Result on cobas h232 from the customer and relevant retention material: (spiked blood): <50 ng/l. Result on qualified cobas h232 and relevant retention material: (spiked blood): <50 ng/l. On the basis of these results an anti-interference test was not possible. Additional measurements: relevant retention material roche cardiac t quantitative of lot 176684 were measured on the cobas h232 analyzer received from the customer and on a qualified cobas h232 analyzer with: one native blood sample and two spiked blood samples (c=80 ng/l and c=200 ng/l). Each blood sample was tested using two test strips on cobas h232 from the customer and three test strips on a qualified cobas h232 analyzer. The blood samples were also measured on an e411 analyzer. Results: mean of the measurements on cobas h232 from the customer: native blood sample: <50 ng/l. First spiked blood sample (c=80 ng/l): 50-100 ng/l. Second spiked blood sample (c=200 ng/l): 185 ng/l. Mean of the measurements on qualified cobas h232: native blood sample: <50 ng/l. First spiked blood sample (c=80 ng/l): 50-100 ng/l. Second spiked blood sample (c=200 ng/l): 184 ng/l. Cobas e411 measurements: native blood sample: <3.00 pg/ml. First spiked blood sample (c=80 ng/l): 90.31 pg/ml. Second spiked blood sample (c=200 ng/l): 190.1 pg/ml. The results of all additional measurements fulfilled requirements. There was no indication of a product problem.

Manufacturer narrative:
The requested customer material was not provided for investigation, therefore no further investigation was possible. An issue with the device or an interference of the sample could not be excluded.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for roche cardiac t troponin t quantitative on a cobas h 232 meter. The erroneous results from the meter were reported outside of the laboratory. The cobas h 232 meter is not released for distribution in the united states, nor is it similar to a device released for distribution in the united states. The first sample resulted as 50 - 100 ng/l when tested on the meter. When the sample was tested on a cobas e 411 immunoassay analyzer (e411), the sample resulted as 299 pg/ml. The second sample resulted as 50 - 100 ng/l when tested on the meter on (B)(6) 2017. When the sample was tested on an e411 analyzer, the sample resulted as 234 pg/ml. The 234 pg/ml value was believed to be correct. No adverse events were alleged to have occurred with the patient. The cobas h 232 meter serial number is (B)(4). The customer's product was requested for investigation. The customer does not have any remaining test strips left. Relevant retention test strip material of lot 176684 was measured on qualified cobas h232 meter with three spiked blood samples (c=80 ng/l, c=90 ng/l, and c=260 ng/l) each tested using three different test strips. The blood samples were also measured on an e411 analyzer. Results: mean of the measurements on qualified cobas h232: first spiked blood sample (c=80 ng/l): 50-100 ng/l. Second spiked blood sample (c=90 ng/l): 50-100 ng/l. Third spiked blood sample (260 ng/l): 275 ng/l. Cobas e411 measurements: first spiked blood sample (c=80 ng/l): 77.81 pg/ml. Second spiked blood sample (c=90 ng/l): 95.18 pg/ml. Third spiked blood sample (260 ng/l): 280.1 pg/ml. The results of all measurements fulfill requirements.